Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter has not been received at medela as of 02/21/2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she indicated that there was a breach in the transformer housing. She indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device is currently being addressed under investigation (B)(4). As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.

Event description:
The customer reported the transformer housing fell apart, which is a safety risk.